Event description:
Caller states patient tested 2.7 inr and 4.0 inr on the coaguchek xs system. Patient's coumadin dose was held for 2 days based on the reported results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.